Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿signal loss¿ alarm issue was encountered while using the adc device and as a result, experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered a ¿g10¿ infusion for the diagnosis of hypoglycemia and was also provided insulin (type/dose unknown). No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a ¿signal loss¿ alarm issue was encountered while using the adc device and as a result, experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered a ¿g10¿ infusion for the diagnosis of hypoglycemia and was also provided insulin (type/dose unknown). No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation was performed. Visual inspection was performed on the returned patch and any evidence of misuse or abnormalities was not observed. The returned patch data was extracted. Glucose solution test was performed on the returned patch and monitored it's bluetooth connection for any missing data throughout the test. Any dropped packets or abnormal glucose readings during testing was not observed , indicating that the returned patch did not have any defects causing signal/connection issues. No malfunction or product deficiency was identified. Therefore this issues is not confirmed.. All pertinent information available to abbott diabetes care has been submitted.